Event description:
Additional follow up identified the patient stated the ipg was migrated. Additionally, the patient underwent surgical intervention where ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site due to the position of the ipg; as the ipg rubs on the patient's belt. Surgical intervention may be taken at a later date to address the issue.